Event description:
After inserting catheter lock over catheter section over the port outlet, surgeon stated that the catheter lock severed the catheter from the port outlet. Unable to retrieve catheter from patient. Catheter removed with invasive radiologic procedure.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.